Event description:
But father did not want to change and wanted to try a new pump first. Pharmacy replacing device. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubleshooting was not completed. Device is available for return. No further info, details, or dates available. Pump serial number (B)(6). Reported to (B)(6) by pt/caregiver.